Event description:
It was initially reported that the patient had a return of symptoms. The patient had a history of tremor and rigidity. When the patient went in for reprogramming, the implantable neurostimulator (ins) was interrogated and an end-of-service (eos) message was displayed. The ins was to be explanted on (B)(6) 2015. As of the day of the report, information reasonably suggests the explant had not yet occurred. Therapy was reported to have been effective, but it was unclear when that was. Additionally, the depletion was alleged to be premature since the device reached eos approximately 9 months after it was implanted. There was no patient harm, injury, or death. A supplemental report will be made available when additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly; the ins battery was at normal end of life with no telemetry and no output. (B)(4).

Manufacturer narrative:
(B)(4).